Event description:
It was reported that the user experienced a high glucose reading, confirmed by fingerstick at 275 mg/dl, and after performing a full tubing change and reconnecting, glucose values began to decline while the user denied symptoms and reported no recent meal intake. Symptoms included hyperglycemia without associated complaints. Outcomes included no hospitalization and a return toward acceptable glucose levels following reconnection. Investigation included customer troubleshooting and education with verification of meter and device readings and replacement of infusion components. Investigation of this case revealed no device malfunction was identified and the event was consistent with hyperglycemia of unclear cause that resolved after infusion system re-establishment. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.